Manufacturer narrative:
Samples were collected in 3ml lithium heparin plasma tubes with gel separator and centrifuged for 10 minutes at 4500. The three samples were aliquoted into different tubes, centrifuged and aliquoted into cups to retest. There were no result flags associated with this event. Customer also indicated that there had been imprecision with the free t4 (thyroxine) assay. Data was not provided. Quality control was run before and after event was in range. A system check run on (B)(6) 2009 and passed all parameters. There were no event log messages generated in association with this event. Beckman coulter, inc. (Bci) provided pre-analytical sample handling information to customer. Customer acknowledged that they have many samples that are collected by off-site facilities, where sample collection and preparation techniques are difficult to control. Some samples are 'short draws.' Customer began a repeat protocol to prevent potentially erroneous results from being reported. Protocol includes aliquot of sample and re-centrifugation before rerun. Hardware was verified by fse on (B)(4) 2009. Bci applications specialist and customer determined that sample collection and handling should be improved. Customer indicated that this issue is likely due to pre-analytical conditions because of the non-reproducibility of the initial results and recent passing hardware verification. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous and discrepant accu tni (troponin I) test results were obtained for three samples from one patient when using the access 2 immunoassay system. There were test results above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. There were also test results within the normal range. Test results were reported out of the laboratory. While there is no report of adverse event or serious injury related to this event. It is unknown whether there was a change to patient management.